Manufacturer narrative:
Details of complaint: the customer reported that the cns would not alarm for one bedside. However, cns would alarm for any bedside and it cannot be turned off. The bedside alarmed, but the cns did not alarm. No patient harm or injury has been reported. Service requested / performed: troubleshooting. Investigation summary: nkts identified the issue was caused due to user error as the audio cable was not plugged in the device by user. Once the audio cable was plugged in the device was alarming as per specifications. Risk assessment of the reported issue is high. CAPA has not been initiated. The following fields are not applicable (na) to this report: d4 lot # & expiration date, g4 device bla number. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: 8030229-2020-00715-1 . Additional information: b4. Date of this report, g3. Date received by manufacturer, g6. Type of report, h2. If follow-up, what type? H6. Event problem and evaluation codes, h10. Additional manufacturer narrative.

Event description:
The customer reported that their central nursing station (cns) would not alarm for one bedside. There was no harm reported.

Manufacturer narrative:
The customer reported that their central nursing station (cns) would not alarm for one bedside. There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nursing station (cns) would not alarm for one bedside. There was no harm reported.